Event description:
A customer had a problem with an isulin safety syringe. The customer reports "the nurse pulled the clear sheath at the top of the syringe up until it clicked (but did not twist to activate) and stuck it in their pocket after administration. Staff was not aware that the click did not mean it was locked and the sheath slid down and the nurse was stuck by a contaminated needle."